Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a service history review, and an alarm log review were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be out of specification force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.